Manufacturer narrative:
As this lead will not be returned no analysis will be conducted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to increased thresholds, decreased sensing, increased impedances and an x-ray confirmed lead damage in the area of the subclavian. A new lead was implanted. This ra lead was capped/abandoned and will not be returned. No adverse patient effects were reported.